Event description:
Subsequent to the initial medwatch report, additional information indicates that the stent was a 2.25x15 rx xience nano. The stent was implanted in the right coronary artery on (B)(6) 2012. There was no clinically significant delay in the procedure and the overall outcome of the procedure was successful. No additional information was provided.

Event description:
It was reported that the lot number on the packaging for the xience stent delivery system did not coincide with the lot number on the sterile pouch. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device/packaging is not returning for evaluation; therefore, a failure analysis of the complaint device/packaging could not be completed. A review of the lot history record revealed that the reported lot was reworked to extend the expiration date of the product from (B)(6) 2012 to (B)(6) 2013. Lot number 103084y (on the chipboard box and foil pouch) is the reworked label of the original lot number 1030841 (on the tyvek pouch). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.